Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2500 ohms and high threshold measurements. An x-ray taken indicated the lv may have fractured near the location of the suture sleeve. As the patient was not reliant on lv pacing, the system was reprogrammed to pace the right ventricle only. The lv lead remains in service and there were no adverse patient effects reported.